Event description:
This device was implanted on (B)(6) 2014 and was explanted on (B)(6) 2014 due to an unknown issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).